Event description:
*Internal pc only * inbound, patient reports that pump tubing is leaking at filter, tubing changed 2 days in a row, due to leaking with same lot numbers. Pump extension tubing 60¿ minibore with 0.2 micron filter lot #3717782, expiration date 10/29/2023. No further details provided.